Event description:
Patient was revised to address poly wear and flexion contracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing and searching the (B)(4) and international complaint database by lot was not provided. The initial reporting stated the poly wear was minimal suggesting the amount of wear was anticipated for a polyethylene knee device implanted for approximately 12-years. The investigation could not draw any conclusions based on the lack of the product to examine and insufficient product information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.